Event description:
A (B)(6) male patient called zoll customer support to report that his battery charger/modem was malfunctioning. The patient was issued a replacement battery charger/modem.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem) was confirmed. Upon investigation the battery charger/modem was unable to charge a battery pack. The cause for the failure as isolated to contamination of the battery charger. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the contaminated battery board. The patient received a replacement battery charger/modem.